Event description:
Customer reported that the device broke during planned removal. The patient was returned to surgery for excision of the retained segment.

Manufacturer narrative:
Date sent to FDA: 01/11/2008, conclusion can be drawn at this time. The device is expected to be returned for evaluation. When additional information be obtained, a supplemental 3500a form will be submitted accordingly. The package insert states 'the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or event blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and / or fragment retention in the wound."